Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. Review of freeze capture indicated a possible insulation breach evidenced by a sharp drop in ventricular sensing and loss of capture. The potential for rv lead revision was discussed. Programming changes were made. The patient was stable. The patient was re-evaluated and due to the left side being occluded and additional testing showing loss of capture on the rv lead, the patient's system was turned off and the patient underwent a procedure on the on (B)(6) 2024 to implant a competitor device.